Event description:
Reporter indicated that patient developed an infection at the generator site several months after generator replacement surgery. Cultures were negative at the time that the discolored area was first noted, but the area grew larger over a short period of time and the generator soon began to protrude through the skin. Further follow-up revealed that the infection had gone into the patient's arm. The generator was programmed to off and a revision surgery was performed. The generator was not explanted, but moved to the right side. Antibiotics were never prescribed because the infection developed so quickly. Attempts to obtain additional information have been unsuccessful to date.